Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-00069, 1221359-2022-00239, 1221359-2022-00240, 1221359-2022-00242, 1221359-2022-00243, 1221359-2022-00244, 1221359-2022-00245, 1221359-2022-00246, 1221359-2022-00247.

Event description:
The customer reported conflicting results with the ID now covid-19 assay for multiple tests. This MFR report addresses test 4 of 10. The customer reported a positive result with the ID now covid-19 assay on direct kitted swab nasal samples on (B)(6) 2021. Repeat testing was performed with ID now covid-19 assay on (B)(6) 2021 with a negative result. Confirmation testing information was unavailable. The customer confirmed that no harm occurred as a result of the event.

Manufacturer narrative:
Upon further evaluation, it was determined this event was inadvertently reported and is not reportable as the customer did not experience conflicting results. Hence, no further action will be taken regarding this MDR.